Event description:
The surgical revision addressed a "malfunction". As reported to co by the physician/surgeon, he stated, "we didn't use a new device, we just repositioned it. There was cylinder cross-over, perhaps to the point where both cylinder(s) were in one corpora".

Manufacturer narrative:
According to the available info this inflatable penile prosthesis was revised on 3/18/97 due to "malfunction." The received info indicated that this event was "not a product problem, there was cylinder cross-over, perhaps to the point where both cylinders were in one corpora." No components were removed or replaced, rather the device was "repositioned." Because no components were removed/replaced/returned qa cannot comment on the condition of these components. However, based on the received info and because these components remain implanted, qa concluded that no functional abnormalities contributed to this event. Additionally, because qa's examination could neither confirm nor disprove the report of "cross-over", qa accepts the physician's observations of such as the reason for surgical intervention.